Event description:
It was reported to boston scientific corporation in 2008, that an rx tapered ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography procedure performed on the same day. According to the complainant, during the procedure, "dye was leaking out of the side of the cannula near the catheter." Reportedly, the procedure was completed with another rx tapered ercp cannula tapered tip device. There were no patient complications reported as a result of this event. This patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A search of the complaint database revealed no additional complaints reported for the same lot. A review of the device history record for the pertinent lot was performed; no anomalies were noted.